Manufacturer narrative:
The reported event helix mechanism issue was confirmed. The reported event of failure to capture was not confirmed. As received, a complete lead was returned with the helix extended and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture, high capture threshold and decreased sensing. It was also noted from x-ray that the lead was dislodged. During lead revision procedure the lead helix was failed to extend. The lead was explanted and replaced. The patient was stable.